Event description:
In 2008, the sales rep reported that during a revision surgery, the surgeon was attempting to explant a closure top when the drivers bent at the tips. The surgeon had to use a bolt cutter to cut the rod and spun the screw out with an axis finder. There was a 30 minute delay in surgery.

Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon the return of the product.